Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the anomaly observed in the field was confirmed via reviewing of the fastpath summary report. The hvlic (rv to can) was not shown in the hv lead impedance trend. All vector of the hvli was tested on the bench and on uts and was normal at all time. X-ray revealed no anomaly in the header. It was not able to replicate the issue from field. The cause of the impedance measurement anomaly was undetermined.

Event description:
It was reported that during implant, the device would not read all rv vectors when tested. This device was not implanted.